Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer's blood glucose level was 16 mmol/l. Troubleshooting for air bubbles anomaly was performed. Customer advised the size of the air bubble is an inch long. Customer was advised to change out the infusion set. Customer was advised to monitor the insulin pump and call back if issues persist.